Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred and an adverse event. Date of issue is an approximation. The patient stated that the dexcom continuous glucose monitor (cgm) was displaying signal loss and did not alert them that they¿re blood glucose was high and checked it with a meter and the meter showed a value of 600-700mg/dl. The patient stated they did not feel any symptoms; however, they drove themselves to the emergency room (ER) at about 2:00pm. The patient was admitted to the hospital overnight and was treated with intravenous (IV) therapy of insulin and fluids. The patient was released from the hospital on (B)(6) 2018. At the time of contact, the patient was doing fine. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.